Event description:
Customer reported that pump experienced a battery jump, causing pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer planned to take more time to load a new cartridge, and cts advised customer to call again for troubleshooting assistance.